Event description:
A nurse reported that no aspiration during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The most likely root cause was identified to be an operator improperly connecting the probe rear shell to the probe engine after the probe was leak and flow tested. The rear shell should be manually connected by the operator prior to the probe test. After final assembly of each probe, a leak and flow test is performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. The results of the investigation found the probe aspiration tubing kinked and folded underneath the probe rear shell which will prevent probe aspiration. The vitrectomy probe¿s rear shell is meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the folded tubing observed. The root cause for the customer¿s event is likely related to assembly of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. Action was taken to determine root cause and perform corrective action for this reported event. To address root cause, action was taken to retrain all operators (for all shifts) on proper assembly technique of the probe rear shell and to reinforce the sequence and importance of final probe assembly testing process to detect and screen out nonconforming probes. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).